Manufacturer narrative:
The reported event of the transmitter burnt was confirmed. Visual inspection revealed no damage to the outer plastic housing of the transmitter. The ac power adapter was missing, and the power cord had exposed wire. After opening the transmitter, multiple modem circuit components were damaged. This was seen on both sides of the circuit board.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.

Event description:
It was reported that the patient had an electrical issue in the house and the transmitter burned. The transmitter was replaced.